Manufacturer narrative:
H6: the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a posterior cervical decompression, pediatric surgical procedure, the handpiece burned the right hand of the surgeon and also the patients neck. It was also reported that a new tip was fitted and the handpiece continued to overheat. This record addresses one of the tips that contributed to the overheating event.it was also reported there were no adverse consequences as a result of this event. It was further reported that a 10 minute delay occurred as a result of this event. It was also reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Actual device not returned for evaluation. Only unopened devices from the same lot returned.

Event description:
It was reported that during a posterior cervical decompression, pediatric surgical procedure, the handpiece burned the right hand of the surgeon and also the patients neck. It was also reported that a new tip was fitted and the handpiece continued to overheat. This record addresses one of the tips that contributed to the overheating event. It was also reported there were no adverse consequences as a result of this event. It was further reported that a 10 minute delay occurred as a result of this event. It was also reported that the procedure was completed successfully using a back-up device.